Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty with steering and bent shaft. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The mitraclip ntw was inserted first, but there was difficulty steering. The physician had to turn the delivery catheter handle more than 90 degrees and apply m knob more than 90 degrees to get it perpendicular. This undeployed mitraclip was removed. After removal, it was noted that there remained an approximately ten degree set in the shaft even after the m curve was removed. The mitraclip xtw was inserted second and was able to be deployed. After removal of the deployed clip delivery system, an approximately ten degree set in the shaft was also noted. Mr was reduced to less than grade 1 with the single clip. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
All information was investigated, and the reported dc (delivery catheter) shaft bend and the steering issue (unintended movement) were confirmed via returned device analysis. Additionally, the mark on the brake of sleeve toggle subassembly was approximately 45° off from the blue mark on the plate (misassembled). The investigation determined the steering issue and the misalignment of the brake (misassembled) appears to be related to a potential product issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. The dc shaft bend was due to the user technique/procedural circumstances. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.